Event description:
It was reported that during equipment testing, the transducer was not recognized by the system. There was no study or procedure being performed at the time to there was no patient involvement. No additional information was provided.

Manufacturer narrative:
Original submission narrative: this issue is under investigation. A follow-up report will be submitted when the investigation results are available. Follow-up narrative: this supplemental report is being submitted to update the device available for evaluation , provide the date received by manufacturer , update device evaluated by manufacturer , provide the device manufacture date , update the event problem and evaluation codes , and provide the device investigational results. The device referenced in this report was returned to siemens for evaluation. During visual inspection, a small scratch on te tip was noted; however, there was no physical damage observsed at the articulation sleeve area. During system test, the transducer was recognized properly without system error or image problem. During destructive analysis, it was found a short at cable level which could affect system error and image problem. The electrical short was confirmed by a multimeter tester. The root cause of the reported phenomenon was due to cable open/short damage inside the transducer by manufacturing process variance and/or insufficient cable mechanical reliability. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process. Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment. All original files are attached. This emdr contains both the initial and fu#1.